Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of patient being distressed, swelling, small lumps, slight, ache, palpable lump, puffy and swollen and delayed onset of inflammatory nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1, ck2, ck3) and juvéderm volift with lidocaine in the lips, chin apex and marionettes. About 6 weeks later, it was first noticed that there was swelling to chin/lower face. Small lumps developed on either side of chin where juvéderm volift with lidocaine was injected which gradually increased in size. There was a slight ache. No skin changes or erythema noted. Six days later, patient developed a palpable lump on their left cheek (ck3). Patient was treated with clarithromycin, colchicine, naproxen and prednisolone. Then 2 days later, the lump on the left cheek became enlarged and became tender. The patient had also developed lip swelling and lumps. A week following symptom onset, the patient had intermittent swelling in the area of injections including the chin (midline). Swelling was increase in size then regress and appear in a different location. Patient had felt their left side was generally puffy and swollen. There were no systemic symptoms during this time and the skin remained intact with no warmth, erythema or evidence of infection. It was described as cold nodules. Symptoms were noted as consistent of delayed onset of inflammatory nodules. Patient noted improvement of symptoms within 7 days of treatment. Symptoms are ongoing with residual lumps to lips. There was no permanent damage, but the patient was distressed and did not tolerate antibiotics well due to a gastrointestinal (gi) upset. Patient was well at the time of injection with no illness in between the injection and onset of symptoms. Patient has recently had flight travel (5 hours). This is the same event and the same patient reported under MDR ID #3005113652-2019-00105 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.

Manufacturer narrative:
Additional information:

Event description:
Additional information: symptoms resolved about a month after receiving treatment for symptoms.